Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 301 mg/dl which was addressed by loading a new cartridge and delivering a bolus. Reportedly, the customer was able to resume insulin delivery.